Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an e-344 code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. The exhalation porting block was observed by the technician to be damaged. The exhalation porting block was replaced to address the issue.